Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was almost 800 mg/dl. The customer reported experiencing flu symptoms such as nausea. Customer also had diabetic ketoacidosis. The customer was treated with fluids and released from the hospital after three days of treatment. Customer was wearing their insulin pump at the time of hospitalization. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery alarm test. The unit functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.